Event description:
A patient ((B)(6)) was enrolled in the coaptite injectable implant study for stress urinary incontinence. The patient was injected with 1.5 ml of coaptite lots #1026788 and #1026685 on (B)(6) 2012. The patient developed a urinary tract infection diagnosed by urinalysis on (B)(6) 2012. The patient was treated on (B)(6) 2012 with cipro 500mg, po bid x 5 days. The uti resolved on (B)(6) 2012.

Manufacturer narrative:
Expiration date: 07/01/2014. At the time of this report the uti had resolved. The physician assessed the severity of the event as mild and definitely not device-related. A review of the device history records indicates the reported lots #1026788 and #1026685 met all specifications prior to release with no abnormalities noted.

Manufacturer narrative:
The device history records for the reported lot were reviewed. All required testing specifications were met prior to release. There were no abnormalities noted.

Event description:
The patient was enrolled in the (B)(4) study for stress urinary incontinence. On (B)(6) 2013 the patient was injected with 1.2 ml of coaptite, lot 1035667. On (B)(6) 2014 the patient had a urinary tract infection that was diagnosed by a urinalysis. On (B)(6) 2014 the patient was prescribed macrobid 100mg po bid x 7 days followed by cipro po bid x 7 days. As of 04/25/2014 the event was resolved. The physician assessed the event as mild and definitely not device related. On (B)(6) 2015 the patient reported a urinary tract infection. On (B)(6) 2015 the patient was prescribed cipro 500mg po bid x 7 days. The physician assessed the event as moderate and definitely not device related.